Manufacturer narrative:
A partial lead was returned for analysis in two segments. The reported events of noise and insulation abrasion were confirmed. External insulation was noted at 32.5 - 33.3 cm from the tip consistent with lead friction the ICD can.

Event description:
It was reported that the right ventricular lead and the atrial lead exhibited noise and insulation abrasions. The leads were explanted and replaced. The procedure was completed without any complications.